Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found) alarm. The patient was in the fill cycle of peritoneal dialysis therapy, at the time of the event. The electricity had cut out for a short time. The patient was told of the possible reasons for the alarm and was instructed to end the therapy. The patient was advised to start over with all new supplies or perform manual therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.